Event description:
Additional information later reported the patient was scheduled for a pump replacement but was awaiting insurance approval. The cause of the stalls were unknown. The pump stalled 10 minutes >1hour. It was further reported the pump was explanted. The patient experienced underdose symptoms, felt like she did not get proper relief. The patient status was noted as alive, no injury.

Event description:
The patient later reported that her pump was "stalling and stopping on a regular basis, daily for over a month."

Manufacturer narrative:
Analysis of the pump revealed pumphead, pump tube unconfirmed integrity anomaly, pump motor feed thru anomaly shorting across in sulator, gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. There was significant moisture seen in the pumphead and motor compartments. The technician suspected a pump tube leak, but there was no leak seen in the lab. Some damaged was seen on the pump tube. The pump tube passed standard lab testing. (B)(4).

Event description:
The patient reported hearing her pump alarming intermittently. The hcp had the patient come to the clinic the day of the report and the pump was read with logs. The patient¿s last refill was on (B)(6) and since then the patient has had 5 motor stalls. The longest stall was 18 minutes in duration. The first motor stall was on (B)(6) with recovery 10 min later. The patient had another motor stall and recovery in 15 minutes while they were at a casino which occurred on (B)(6) where the pump stalled and recovered within 3 minutes. The patient did have hand surgery the day of the report but no known emi present. The patient denied any return of symptoms. The hcp planned to review with the physician for consideration of pump replacement. The pump was used to deliver morphine. It was later reported the patient planned to have the pump explanted but the patient did not want the pump explanted. Additional information received reported the patient was seen by the hcp on (B)(6) 2013 and verified the patient¿s pump had stalled 16 times in a 2 week period and each time the pump had ¿rebooted¿ each time so far. The patient was scheduled for implant of a new pump on (B)(6).

Manufacturer narrative:
(B)(4). No longer applicable. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion: no longer applicable.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n285955, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.